Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was stated that his blood glucose reading was 22mg/dl when the paramedics took his blood glucose. The caller stated that his blood glucose was very low during the night, and he was unable to drink or eat. It was stated that the customer passed on the way to the hospital. The customer's wife suspended the insulin pump once she noticed that his blood glucose was low. No further information was provided.